Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a tens unit was used on the patient during physical therapy (pt). The patient thought that the current from the tens unit passed over the device as they now noticed bowel leakage since then. The patient was to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.